Event description:
The consumer attempted to open the chair when their hand slipped and allegedly got pinched underneath the seat rail, resulting in a broken finger and amputating the tip of their finger 90%.